Manufacturer narrative:
It was confirmed that the product will not be returned to the manufacturer for evaluation.

Event description:
At the beginning of an rf procedure, while the generator was in the sensory mode, the patient experienced unintentional sensory stimulation. There was no delay to the procedure and the procedure was completed using the same equipment. There was no intervention or additional treatment required due to this event occurring. There are no adverse consequences reported as a result.